Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional and visual assessment revealed that the disconnecting sleeve was loose. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the ¿mid-section tray¿ on the quick coupling device was coming apart when in use. It was further clarified that the device was ¿unscrewing¿. The reporter stated ¿when the case was over and the device was re-processed, the or (operating room) was seeing a problem with a device.¿ it was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. There were no injuries or medical intervention reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.